Event description:
Procedure: aorta coartation. Reportedly, after a cardiovascular operation, the crew noticed burns on the right arm and left breast of the patient where the breast and the arm where in contact. The patient was lying on her right side during the surgery. The facility examined the area of the return electrode (back of left leg under the knee, per normal practice) and all of the extremities for any signs of burns, but could not find any signs of a burn. The details of the burn have not been made available. The facility has tested the generator and reports the unit tested satisfactory.